Manufacturer narrative:
D9. Date returned to mfg: 23-may-2024. H6. Investigation codes: updated. Investigation summary: 1 used unit was received for evaluation and decontaminated per internal procedures. Visual inspection by the unaided eye under normal plant lighting was performed. The product appeared to have not been used; no visual defects were observed. The cuff was inflated with 10 cc of air and allowed to rest for four hours; the cuff remained inflated. Following work instruction, a leak test was performed; the product nor the valve not leaked. A review of the DHR showed no issues. The assembly operator performed a leak test and recorded passing results. The qa inspector performed a leak test inspection and recorded the results. The investigation did not identify a leak in the valve, balloon, airway line, or the cuff. The complaint is not confirmed, and no root cause was determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after receiving the new product it was noticed that the valve was leaking. The incident occurred during reprocessing of the used cannula at the patient's home. It was cleaned or reprocessed and then reinserted. There was no patient involvement.